Manufacturer narrative:
This case was reopened on february 10, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient was revised on unknown date due to unknown reasons.

Manufacturer narrative:
This case was reopened on (B)(4) 2017 to enter additional information which was received on (B)(4) 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (b)4) will close this case once again. Zimmer¿s reference number of this file is cpt (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 60/54 code t. This is a bilateral claim.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose of unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 64/58 code x on the right side on (B)(6) 2008. Currently, the pt is being monitored due to unk reasons. (B)(4).